Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1998. The device was not returned, therefore, a device analysis cannot be completed. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. The direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), experienced symptoms of a leaking hernia (unspecified) coincident with pd therapy with a homechoice (hc) device. It was not reported whether the pt was hospitalized for the event. Treatment was not reported. It was not reported whether the pt recovered from the event. No further information was provided. Additional information was requested but is not available.